Event description:
Same event as MFR report numbers: 6000093-2006-01533 and 6000093-2006-01836. Event became reportable based on investigation approved on 16-aug-2006. It was reported that during a ptca procedure, the maverick2 monorail balloon would not hold pressure. The device was removed and another balloon of the same size but a different lot number was used, however, this balloon and which ruptured at 5 atms on the third inflation. The first inflation was to 6 atms and the second inflation was to 8 atms. The lesion being treated was a vein graft in the obtuse marginal branch (om). No patient injuries or complications were reported. Patient status is reported as 'ok'.

Manufacturer narrative:
Returned product analysis verified a leak in the balloon.the balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon revealed a longitudinal tear in the balloon wall located 2.5 centimeters proximally from the distal tip approximately 1 millimeter long distally. The balloon tear is similar in appearance to a typical rupture when a catheter is pressurized to failure. Microscopic examination did not reveal any inherent deficiencies in the balloon material or the catheter's components that would have contributed to this incident. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. The manufacturing records for top assembly batch 8716243 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause for this event is unknown.